Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate 3 left ventricular assist system (lvas) cannot be conclusively determined. The patient reported that the patient electronics system (pes) said: "pes is repeating good position, but not taking a reading." The patient was taking readings on the floor in their bedroom. The patient was advised that it is not suggested to take readings on the floor. The patient stated that they were on the bed, but when their grand kids are here, the readings are taken from the floor. The pes is plugged into wall outlet, and it was confirmed that the left ventricular assist device (lvad) heart monitor is plugged into the wall. It was also confirmed that the patient has batteries with them during readings that touch the pes. The patient was advised to move the batteries to their left side as far as they comfortably can, so they are not touching the pes during the reading. The pes was moved back onto the bed, the pes was powered on, the patient was positioned, and the lvad was moved to the side. The pes started reading. The patient reported: "good position. 99% green." The pes reading and transmission were successful. Additional information regarding the event, as well as the serial number of the heartmate 3 lvas, was requested from the account; however, no further information has been communicated at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cmems patient stated that the patient electronic system (pes) was repeating good position but not taking a reading. The patient was taking readings on the floor in their bedroom. It was advised that readings being taken on the floor were not suggested. The patient stated that they were on the bed but when their grandkids were there, they take them on the floor. The pes was plugged into wall outlet. It was confirmed that the left ventricular assist device (lvad) heart monitor was also plugged into wall. It was confirmed that the patient had their batteries with them during readings touching the pes. The patient was advised to move the batteries to their left side as far as they comfortably could, so they are not touching the pes during the reading. The pes was moved back onto the bed and powered on. The patient was positioned and the lvad was moved to the side. The reading was started, and they heard good position: 99% green. Reading and transmission were successful. The cause of the problem was determined to be electromagnetic interference (emi) from lvad batteries.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.